Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 5 events for the failure: detachment of device or device component. - 4 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 4 devices were received. 1 device investigation type has not yet been determined. Evaluation findings (results/components) 3 devices: wear problem / bearings 1 device: degradation problem identified / bearings 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 4 devices: scrapped by stryker 1 device: product disposition is not yet determined additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.

Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99053. Supplemental rationale: corrected data: b5, h6, h11. 5 previously reported events were included in this follow-up record. Product return status: 5 devices were received. Evaluation findings (results/components): 4 devices: wear problem / bearings. 1 device: degradation problem identified / bearings. Product disposition: 5 devices: scrapped by stryker.